Event description:
It was reported that during a ultrasound-guided breast biopsy, after first sample attempt the needle was unable to obtain tissue. Another needle was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the device was not returned for evaluation. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time.